Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels reached 379 mg/dl while wearing the pod for 5 hours. The pod was leaking insulin. When removed from the infusion site (abdomen), the pod's cannula was found to be not deployed fully. As treatment, a new pod was applied and water was consumed. The patient's blood glucose history are as follows: bg(mg/dl), time: 379 bg 810 pm, 345 bg 845 pm, 353 bg 920 pm, 295 bg 1120 pm, 310 bg 1211 am and he removed the pod and then his bg went down.